Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. Precision testing indicated that the vitros 5,1 fs chemistry system was operating as expected at the time of the event. The investigation was unable to determine a definitive root cause. However, a reagent issue could not be ruled out as a contributing factor. The root cause of this event is unknown. Investigation into the performance of vitros phbr (B)(4) is ongoing.

Event description:
A customer obtained imprecise vitros phbr quality control results while using a vitros 5,1 fs chemistry system. Values of 153, 93, 138, 142, 156, 164, 101, 167, 157, 113, 129, 144, 143, 136, 149, and 148 umol/l were obtained from the biorad level 2 fluid versus the expected value of 209 umol/l. Values of 72, 91, 90, 94, and 83 umol/l were obtained from the vitros tdm pv ii fluid versus the expected value of 118 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not released during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number eight of twenty one mdrs for this event. Twenty one 3500a forms are being submitted for this event as twenty one devices were involved. (B)(4).